Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported nerve damage and paresthesia of the right mental nerve at tooth site 45. Patient has been rescheduled for new implant placement.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event . H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One osseotite tapered certain implant 4 x 13mm (xifnt413) and cover screw were returned for investigation. There were no allegations/malfunction against the cover screw and the reported event occurred at implant level. Therefore, the investigation addressed only the implant. Visual inspection of the as returned product identified signs of use (dried blood and bone around the external and internal threads) but no apparent signs of malfunction. Functional testing could not be performed for the reported failure (medical other ¿ nerve damage & paresthesia). However, measurements were taken using a caliper. Through dimensional analysis and comparison to drawings, the device was determined to be within design specification. Device history record (DHR) review was completed for the subject lot number (2021120200). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2021120200) for similar events (complaint category keywords: medical other ¿ nerve damage & paresthesia) and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event and patient anatomical/physiological conditions were unknown/nonverifiable.